Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of being hospitalized for blood glucose of 287 mg/dl. Troubleshooting found that the customer was unable to speak and unable to troubleshoot. Customer will call back at a later time to troubleshoot.